Event description:
It has been reported to philips that the device failed to power on at start of patient care.

Event description:
It has been reported to philips that the device failed to power on at start of patient care.